Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 23 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.